Event description:
Received report of pressure tubing becoming disconnected. A patient was hooked up to a cvp line, which came disconnected. On 12/7/1997, the tubing came apart again and the patient lost approximately 100-200cc of blood. Patient stable, vital signs unchanged. The tubing was reconnected and the a.m. Cbc was drawn early. No further information was available.